Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 on the auxiliary won¿t open. A field service engineer shut down the station and inspected the drawer, it was found that the inseparable was missing its magnet. The drawer was removed from the cabinet, and the old inseparable magnet was replaced with a new one. The station was then powered back on, and the drawer was recovered. Diagnostic tests were performed, and the drawer successfully passed all checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 6 was jammed. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.